Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump may have recently been exposed to moisture from the rain. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no unexpected button error alarms. All buttons functioned properly. However, corroded keypad traces were noted during visual inspection. The pump also had minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and stained end cap sticker. Moisture damage was also noted on the lcd board.